Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample an area of siltex cracking was observed on the posterior view. Within the siltex cracking, a rupture was noted, measuring approximately 0.3 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor siltex contour profile moderate 275cc, catalog number 3542912, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast reconstruction primary with a saline mentor siltex contour profile moderate 275cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal and replacement with catalog number 3502275, serial number (B)(4) on (B)(6) 2019.